Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited oversensing and the threshold had risen. The sensing was turned off and the output was increased. An x-ray showed the lead had pulled back from the original position. The device was interrogated a few weeks later and the lv threshold had risen even more so the output was increased again. The physician elected not to revise the lead and will monitor for now. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this left ventricular (lv) lead was explanted and will be returned for analysis. This event will be updated should further information become available. There were no additional adverse patient effects reported.